Event description:
Patient presented to surgeon with a healed tibial fracture status post tibial nail insertion. Patient requested to have the implanted hardware removed since the fracture was healed. On (B)(6) 2013, during the hardware removal, a broken proximal screw a fragmentation was noted. All of the hardware and fragments were removed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.